Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, it was reported that the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. The patient was driving and became unconscious, he hit the guard rail and drain. An ambulance was called and the patient was taken to the hospital. The patient regained consciousness at the melbourne regional hospital. At the hospital his blood glucose was monitored. The patient was treated at the hospital with fruit, juice and food. The patient was not injured during this event. At an unspecified time of the event the cgm was reading 71 mg/dl and the blood glucose reading was 35 mg/dl. The patient recovered and was discharged the next day, at the time of the follow up the patient was already in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.